Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer had a broken battery cap on insulin pump. The customer's blood glucose level was unknown mg/dl.the customer reported that their is no delivery alarm during bolus, basal and fixed prime on insulin pump. The customer was advised that we will send replacement for battery cap and no delivery alarm can be resolved by complete change of infusion set . The customer was advised to call back when alarm occurs again. No further information was reported.